Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that during meniscal root repair surgery a broken needle is stuck in the shaft of knee scorpion and cannot be removed. The reported event was confirmed as the evaluation revealed that the needle cannot be removed from the shaft because it is stuck inside (see evaluation picture 1 + 2). The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.

Event description:
It was reported that during meniscal root repair surgery a broken needle is stuck in the shaft of knee scorpion and cannot be removed. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.